Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same procedure. This report is filed (B)(4) 2013.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use, and the issue could not be resolved. The device was explanted (date not reported), and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
(B)(4)